Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 338 mg/dl. The user alleged the insulin pump was under delivering insulin. Customer stated that the meter readings were not went down and insulin pump was not working. Customer experienced severe headache. Customer declined for troubleshooting of high blood glucose level. Customer also experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with syringe. The insulin pump will be and reservoir will not returned for analysis.